Manufacturer narrative:
Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient underwent a pump exchange on (B)(6) 2018 for an unspecified reason. Additional information has been requested, but not yet provided.

Event description:
Additional information received on 28feb2019 stated that there were no alarms or power spikes. The patient was started on heparin and was then exchanged from hm2 to hm2 . The patient was discharged and doing well.

Manufacturer narrative:
Investigation conclusion: a specific cause for the reported elevation in ldh cannot be conclusively determined. The pump is being retained by the hospital. If the pump is returned, the complaint will be reopened, and the device will be evaluated. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. No further information was provided. The manufacturer is closing the file on this event.